Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -13.0/+1.5/091 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on 30-nov-2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.